Event description:
The customer reported that the device failed to alarm when an infant had a drop in heart rate and o2 saturation into the 50s and was described as turning blue, requiring that a nurse stimulate/shake her to get hr and o2 saturation up.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.